Event description:
It was reported the pt had effective stimulation at his postoperative appointment. Since then, the pt has been experiencing pain that wraps from his mid-back into his abdomen. The pt also stated, he has lost stimulation in his lower right limb. X-rays noted no anomalies. Follow-up information identified the pt underwent a procedure and had his surgical lead explanted and replaced with two percutaneous leads. The pt was receiving effective stimulation postoperative and the pain issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.